Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA (B)(4) has been initiated.

Event description:
It was reported that blood leaked through the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter: blood leak from injection port. Occurred in theatre while patient was on table for vats bullectomy in right lateral position. "Drugs given via injection port, followed by significant bleeding from injection port which could not be stopped. A bung was used to stop the flow of blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked through the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter: blood leak from injection port. Occurred in theatre while patient was on table for vats bullectomy in right lateral position. "Drugs given via injection port, followed by significant bleeding from injection port which could not be stopped. A bung was used to stop the flow of blood."